Event description:
Da vinci xi robot experienced nonrecoverable fault error code 307 during mid procedure. Instrument arms were left in patient. Rep advised total system shutdown and restart. System shut down and restarted 3 times, nonrecoverable fault resulted each time. Instruments and da vinci removed manually as result of failure. Procedure continued thoracoscopically. After troubleshooting this issue, da vinci rep determined the title pro cable connected to the storz camera system fried the title pro input box in the da vinci robot, resulting in nonrecoverable fault error code 307. Vendor came onsite 5/16 and repaired unit. Unit returned to service. Video output on vision tower was replaced. Composite video component protrudes from equipment leading to higher likelihood of damage. FDA safety report ID # (B)(4).